Event description:
Complainant alleged that during a surgical procedure on a patient, the physician attempted to internally defibrillate the patient using mseries autoclavable internal electrodes (part number 8011050101, with the device. During the procedure, the internal electrodes were so configured that one of the electrodes was directly on the patient's heart, and the other electrode was on the sternal extractor. The device was charged to 5 joules; the staff nurse then depressed the 'shock' button on the device front panel, but a "poor pad contact" message was displayed on the device screen. The nurse depressed the button two or three times and the device then discharged the energy. The patient then presented a ventricular tachycardia heart rhythm. The clinician again attempted to defibrillate the patient, but the device displayed the same "poor pad contact" message and did not discharge the energy. The patient's heart rhythm then spontaneously converted without further intervention. The complainant indicated that there was no adverse effect to the patient as a result of the reported malfunction.